Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
Index procedure: balloon angioplasty and atherectomy of target lesion. Approximately 12 months post index procedure pt presented with pain in the right leg, restenosis of target lesion. Pt was treated with target lesion revascularization.